Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The broken piece measuring approximately 0.448" x 0.069" was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace blade broke and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed.